Manufacturer narrative:
Date of event: on an unreported date in (B)(6) 2021, the peritonitis event occurred. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with an "unspecified imported anti-inflammatory drug cephalosporin" (intraperitoneal) for the event. At the time of this report, the patient outcome was not reported. Pd therapy was ongoing. The reporter decline declined to provide additional information.